Event description:
After the implant procedure was completed, the patient developed a pneumothorax. Physician admitted the patient, and a chest tube was placed. Patient also received two blood transfusions. The pneumothorax resolved, and the patient was discharged five days later.